Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site with symptom of redness. It was believed that infection was not necessarily caused by the device. The patient had a procedure wherein the physician flushed and treated the site with a vancomycin antibiotic and explanted the ipg.